Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device produced an incomplete cut; however, the repair was not completed because the device is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event was confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that mesher/cutter was producing an incomplete mesh in conjunction with wear on the gears/other replaceable parts. No adverse events were reported as the living legacy foundation is a skin cadaver bank.